Manufacturer narrative:
This incident occurred outside the us. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported the infusion set cannula is bent. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.